Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level around 300 mg/dl. The user addressed bg level by changing the cartridge and delivering a correction or manual injection. Reportedly, the user believes the bg level was due to bad cartridges as they stated that their bg level lowered when the cartridge was changed.